Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The blood glucose reading was 86 mg/dl. The customer's mother stated that the down arrow button worked occasionally and that it was very humid where they live. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.